Event description:
It was reported the patient had his artificial urinary sphincter(aus) cuff replaced because the patient was experiencing recurring incontinence. The patient first presented to the physician with recurring incontinence in (B)(6) 2018. The patient's previous device was placed in 2012. The device was cycling but the patient was leaking urine with the aus activated. The old cuff was removed and replaced with a 4.5cm cuff. The system activated without any issues and the old cuff will not be returned to boston scientific. No further patient complications were reported in relation to this event.